Event description:
A surgeon reported that during intraocular lens (iol) implant surgery, the lens was noted to be broken when it was opened. The surgeon had already removed the cataract and had no backup lens. The pt was returned to the operating room two days later for a lens implantation. The surgeon reported the event resolved with treatment (lens implantation). The surgeon reported the use of an unapproved viscoelastic during the surgical procedure.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. The root cause for the reported complaint could not be determined. Based on the results from the product and batch history record, the product met release criteria. In addition, the complaint file indicates the use of an unapproved viscoelastic. There have been no other complaints reported in the lot number. Additional info has been requested and received. (B)(4).